Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the high impedance was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep checked impedances with the physician programmer and it showed that there were high impedances on electrodes 8, 13, 14. The patient did not report any falls. The rep reprogrammed away from the affected electrodes and was able to get coverage for the patient. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.